Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an audible alarm was confirmed with the returned mobile power unit (serial # (B)(6)). The returned mobile power unit was tested with laboratory equipment and an unexpected audible alarm was reproduced when the patient cable was manipulated. Electrical testing of the patient cable section passed, which did not reveal any short or conductor breakdown conditions with the underlying wires. A suspected section was delayered for visual inspection. There were kinked underlying wires with no visible breach on the insulation. A root cause of the audible alarm issue could not be determined during the evaluation. Repair and preventative maintenance were performed. Performed all tests as per procedure, which passed all testing. The mobile power unit was returned to the customer site. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Mobile power unit (serial # (B)(6)) was shipped to the customer on (B)(6) 2021. It was noted the mobile power unit was shipped with the ac power cord with the v-lock feature. Heartmate 3 patient handbook in section 5, entitled ¿alarms and troubleshooting¿, all alarm conditions are addressed, including ¿connect power¿ alarm message. Low voltage advisory alarm: 1. Promptly connect to a working or different power source (mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact immediately. No external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. Power cable disconnected alarm: 1. Promptly connect the disconnected power cable to a working power source (mobile power unit or two fully-charged heartmate batteries). 2. Call your hospital contact if reconnecting the power cable does not resolve the alarm. Heartmate 3 instructions for use , ¿replace any equipment or system component that appears damaged or worn¿. In section 3, entitled ¿powering the system¿, the alarm and use of the mobile power unit is described. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the mobile power unit was alarming with power connected to it. The unit was sent to repair.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.